Manufacturer narrative:
It was reported that the patient experienced a severe skin irritation while using the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. The following factor(s) were identified as having contributed to the skin irritation: improper application technique medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported that on (B)(6) 2025 that the patient was experiencing a skin irritation while using the electrode - patch - universal 2 channel. The patient reported that they were experiencing an allergic reaction along with a burning sensation, general redness/rash, as well as blisters and welts. The patient initially reported they did not seek medical treatment. The patient discontinued the use of the device. The patient did not follow proper skin prep but instead used alcohol wipes. The patient does not have a history of skin sensitives and allergies. Additional information was received on 09 march 2026, that on (B)(6) 2025 that patient sought medical attention and was diagnosed with irritant contact dermatitis. The patient was prescribed triamcinolone 0.1% ointment and advised to use claritin, tylenol and benadryl.